Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection found no defects. The functional evaluation found the device could not generate and control a negative pressure, establishing a relationship between the device and the reported event. The root cause was identified as a defective vacuum motor. It was also confirmed that the device failed to charge due to a defective dc inlet port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Our reference number: (B)(4).

Event description:
It was reported that, renasys go device can't generate and control negative pressure. No patient harmed, and no injury reported because this was found during service and repair.